Event description:
It was reported the tubing detached where the patient line and cartridge meet. No reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.